Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept beeping upstream occlusion during patient infusion in the surgery department using a baxter primary tubing set. It was not specified which drug out of feraheme or venofer in 100 mls of normal saline were infused. The device was changed and there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no upstream occlusion alarms occurred. The device passed upstream occlusion detection. A review of the event history log revealed "'upstream occlusion" messages. A service history review revealed prior service within the last twelve (12) months, but this is not a repeat service issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.